Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low impedance and noise was observed on the lead. Noise was duplicated. The lead was explanted and replaced. The patient condition is stable.

Event description:
Related manufacturer reference number: 2938836-2019-02746. It was reported that the atrial lead had a history of low impedance and was able to duplicate noise with isometric movement. The rv lead had low sensing of r waves. Both leads were explanted and replaced. Both lead were attached by scar tissue. The patient condition is stable.